Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: evaluation of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint consisted of (1) 254500736 attune ps fem trial sz 6 lt, lot number mvmbjp090. Examination of the returned device confirms the reported event of trial breakage. The device has broken into two pieces. All pieces of the device were returned. There are random areas of wear associated with normal use and servicing. The overall appearance of the device indicates multiple usages. An investigation was previously performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. The root cause is attributed to product damage/wear out due to normal intended use. Based on this investigation's determination of the root cause of device damage/wear due to normal use and servicing, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Lever broke from the impactor handle and femoral trial broke into two separate pieces. The anterior flange broke off of the trial.